Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 06-apr-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's catheter had pulled out of the intrathecal space and was being revised. It was going to be implanted at a lower location. The entire catheter was replaced. The issue was considered resolved. The patient had lost therapy/pain relief, which was the reason for the revision. The patient's weight was unknown. No further complications were reported.